Event description:
Received a call from md that the pt's port had fractured and was removed. Pt was sent to interventional radiology where it was discovered that the tubing was located in the venous vascular sys. The fractured catheter was retrieved from the venous vascular sys. All parts of the removed device were given to the md who was going to give to the bard rep.